Event description:
Customer reported patient coded during case. Patient was reportedly hypertensive and auditory alarm was silenced. Patient reportedly sustained a hypoxic brain injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.